Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. The customer reported the ventilator would then not power on. The manufacturer's service technician confirmed the unit would not power on. The ventilator was returned to the manufacturer for further evaluation. Review of the ventilator diagnostic log noted a 35volt failure occurrence. Analysis of the device revealed a component short. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient.

Manufacturer narrative:
Printed circuit board (pcb).